Event description:
Customer reported not being able to test his blood glucose due to meter not responding upon test strip insertion on their freestyle flash glucose meter. Customer reported experiencing symptoms of weakness and slurred speech. Customer reported that his supervisor called the ambulance and they gave customer soft drink, juice and candy bar to counteract his symptoms. There is no report of a diagnosis or that the customer went to a medical facility.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.